Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized in the end of august for diabetic ketoacidosis and the second time went to emergency room in the (B)(6) for heart attack due to diabetic ketoacidosis. It was reported that the customer had high blood glucose levels of over 40 mmol/l at the time of hospitalization in august for hyperglycemia. It was reported that the customer had high blood glucose levels of 41 mmol/l at the time of hospitalization in september for heart attack due to diabetic ketoacidosis. It was reported that the customer was treated with syringes. It was reported that the customer had high blood glucose levels of 25 mmol/l. Customer reports insulin pump system has not been in use within 48 hours of reported high blood glucose event and also experienced vomiting as a result of high blood glucose. Customer was using auto feature on insulin pump. The insulin pump will not be returned for analysis.